Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable, wall adapter, and working wall outlet, and no low power alerts, shutdown alarms, or power source alerts were noted. There was no reported impact to the customer¿s blood glucose level. Customer left wall adapter plugged into working outlet for extended period, pump began charging, and no further assistance was required from technical support.